Event description:
Agent ide: it was reported that decreased blood flow occurred. In (B)(6) 2022, the subject presented with stable angina. Heparin or other antithrombotic medications were administered at the time of the index procedure. A loading dose of 324 mg of aspirin was given prior to the procedure. The target lesion was located at the proximal left circumflex artery (lcx) and was 6 mm long with a reference vessel diameter of 4.0 mm. The target lesion was predilated using a 4.0 mm x 8 mm balloon and a cutting balloon with 90% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 4.0 mm x 12 mm emerge balloon. Final angiographic results revealed 20% residual stenosis and timi flow of 3. Post treatment decreased blood flow was noted at the ostial diagonal branch. The event was treated with additional intervention using plain old balloon angioplasty to successfully restore blood flow. The event was considered recovered/ resolved and the subject was discharged on the same day on aspirin and clopidogrel.

Event description:
Agent ide it was reported that decreased blood flow occurred. In (B)(6) 2022, the subject presented with stable angina. Heparin or other antithrombotic medications were administered at the time of the index procedure. A loading dose of 324 mg of aspirin was given prior to the procedure. The target lesion was located at the proximal left circumflex artery (lcx) and was 6 mm long with a reference vessel diameter of 4.0 mm. The target lesion was predilated using a 4.0 mm x 8 mm balloon and a cutting balloon with 90% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 4.0 mm x 12 mm emerge balloon. Final angiographic results revealed 20% residual stenosis and timi flow of 3. Post treatment decreased blood flow was noted at the ostial diagonal branch. The event was treated with additional intervention using plain old balloon angioplasty to successfully restore blood flow. The event was considered recovered/ resolved and the subject was discharged on the same day on aspirin and clopidogrel. It was further reported that there was an ostial compromise of a very proximal d1 branch from plaque shift after lcx percutaneous coronary intervention (pci).